Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-8862ds pars suturetape kit kept failing. The sutures would not hold and surgeon has to make a larger incision to complete the case. This was discovered during a procedure on (B)(6) 2022. At first, case was a pars achilles repair but due to device failure, surgeon ended up performing an open achilles repair.